Event description:
The customer reported that their pump was not functioning correctly, as the screen would go completely black multiple times a day, with no response from the touchscreen or wake button, though the pump was still delivering insulin. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer to use multiple daily injections as backup therapy.